Event description:
Complainant alleged that while attempting to defibrillate a 41-year-old female patient, the device prompted "no shock advised? For a rhythm clinicians believed to be shockable.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). The device was not returned to zoll medical corporation for evaluation. Instead, the strip of the customer's report was provided. The returned strip was evaluated and it was found that only one of the three segments was identified as shockable by the algorithm. Artifacts present in the first two segments caused the device to classify them as non-shockable rhythms. The third segment was shockable, but according to the analysis algorithm used in zoll defibrillators, a shock was not advised based on only one shockable segment. Per the zoll shock algorithm, 2 out of 3 segments have to be shockable in order to advise shock. The user also reported performing CPR during the device's analysis. Per the AED pro operators guide), during ECG analysis, do not touch or move the patient. If conveying the patient in a vehicle or stretcher, cease all patient movement. Per AED pro design, when the device performs analysis, the device prompts the "don?t touch patient, analyzing" message on the screen. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 41-year-old female patient, the device did not sync on appropriate segment of rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.